Event description:
In 2009, a female was in the dental center for a procedure. During the extraction procedure, the handpiece became overheated, touched the patient's lip and burned it. The physician placed sutures in the patient's lip to close the wound.